Event description:
A dme reported that a resmed vpap unit was arcing at the power cord.

Manufacturer narrative:
On 02-oct-2009, the complaint unit was received at resmed corp located in (B) (4). Preliminary investigation indicates that the power cord plug was damaged as a result of arcing. Detailed investigation is underway at the design authority (resmed ltd, (B) (4)).